Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n360530, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported by the health care professional (hcp) that the patient's implantable neurostimulator (ins) was not functioning and not taking a charge correctly. The hcp did not know if the patient was getting stimulation therapy still or not. They were a physiatrist and they saw the patient for pain management related to their neuropathy. The patient does not have a rechargeable device so it was unclear what was meant by "not taking a charge correctly." Relevant medical history included non-malignant pain and chronic/intractable pain. If additional information is received, a follow-up report will be sent.